Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00334 on 01dec2022. Additional information (13dec2022): an outside of united state (ous) customer reported a cuvette jam in the ring loader on their atellica im 1300 instrument causing a potential delay in reporting troponin results. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse removed the jammed cuvette and was considered routine troubleshooting. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of united state (ous) customer reported a cuvette jam in the ring loader on their atellica im 1300 instrument causing a potential delay in reporting troponin results. Siemens is investigating the issue.

Event description:
The customer reported a cuvette jam in the ring loader on their atellica im 1300 instrument. The customer confirmed that this site only runs troponin assays and that they did not have an alternative, backup system. Customer has not provided specific sample data for any potentially delayed testing. There are no known reports of patient intervention or adverse health consequences due to the event.